Manufacturer narrative:
This case was assessed as serious and reportable to the FDA, as the event of vascular occlusion necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for calcium hydroxylapatite (radiesse) dermal filler could not be reviewed, as the product brand name and lot number was not available. (B)(4).

Event description:
This report from (B)(6) was received via literature article, "hyperbaric oxygen therapy for dermal ischemia after dermal filler injection with calcium hydroxylapatite": uittenbogaard d., lansdorp c.a., bauland c.g., boonstra o. ]; undersea hyperb med 2019 46: (207-210). The article indicated that dermal injection of fillers is a popular and relatively safe aesthetic procedure. Severe complications are rare, but they do occur and noted one of the most threatening complications after dermal filler injection is skin necrosis due to vascular occlusion. Different treatment options are available, including the use of hyperbaric oxygen (hbo2) therapy. The literature article concerns a (B)(6) year old female patient, who received facial dermal filler injections with calcium hydroxylapatite, at an aesthetic clinic. A few days after the injection, the patient developed a burning pain, numbness of the skin and white discoloration in the injected area. Two days after the injection, corrective treatment was started with hyaluronidase and warm compresses. In addition, the patient received prednisolone, sildenafil and nifedipine. After the start of these treatments, the pain, numbness and discoloration of the skin persisted. Because of the dermal ischemia and to improve healing, the patient was referred for a hyperbaric oxygen therapy (hbo2). The treatment consisted of 10 sessions of 100% oxygen for 90 minutes in a multi-place chamber at 2.5 atmospheres absolute pressure. During hbo2 the discoloration resolved, pain and numbness disappeared, and the tissue healed completely. After a six month follow up she had an excellent cosmetic outcome. Due to the provided information, the outcome of the events was considered as resolved. In the opinion of the author, given the pathophysiologic mechanisms of vascular complications after dermal filler injection, hbo2 should be considered when treating those complications.

Manufacturer narrative:
Attachment: [hyperbaric oxygen for dermal ischemia after dermal filler.pdf]

Event description:
Follow-up information was received on 02-jul-2019 and 16 jul-2019: follow-up information received on 02-jul-2019 clarified the initial assessment was amended. The patient was injected with a total of 1.5 ml of durapatite for hollow temples. She was previously treated for facial aging with a facelift procedure (also reported as feather facelift), during which temporal undermining was performed. Reportedly, the patient was accidentally injected into the frontal branch of the superficial temporal artery. During the injection with durapatite, the patient experienced a moderate sensation of pain, with subsequent hematoma development. No other symptoms were present during and directly after the procedure. However, in the next few days the patient developed a burning pain, numbness of the skin and white discoloration in the injected area, as previously reported. A pinprick test for capillary bleeding showed reduced bleeding. Capillary refill time was prolonged. After the start of corrective treatments, the patient reported that the pain became less severe, but the numbness and discoloration of the skin persisted. Seven days after the filler injection, the patient started hyperbaric oxygen (hb02) therapy. The treatment was consisted of 10 sessions in a multiplace chamber at 2.5 atmospheres absolute pressure in which the patient breathed 100% oxygen for 90 minutes, with a three, five-minute air breaks (to prevent oxygen toxicity). Sessions were given once a day, five days a week. During the treatment, the discoloration resolved and the pain and numbness disappeared. The lesion healed completely. No complications or side effects were seen. In the opinion of the authors, previous facial surgery led to a reduced vascularization and subcutaneous scarring in this patient, which increased her susceptibility for the reported complication.follow-up information was received on 16-jul-2019 that included receipt of the full text article. The patient received five days of prednisolone, sildenafil and nifedipine. In the opinion of the authors, several treatments were started before the hbo2. However, at presentation there was still a considerable tissue damage present, plus they were not sure whether the preventions treatments would lead to an optimal outcome. Considering the physiology hbo2, treatment was started in order to contribute to wound healing and optimize the cosmetic outcome.